Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filling this report shall be filed on a supplemental MDR. The submission of this report by convatec or related info to the FDA and its release by the FDA, does not reflect an admission by convatec, or a conclusion by the FDA that this report or related info that convatec, their employees, or the convatec device caused or contributed to the reportable event. It is noted that there are blank areas on this form, the info was not provided or is unk. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that they have experienced a inflammation under the wafer approximately covering 60 percent of the skin under the mass. The end user has had issues with intermittent leaking due to a fluctuating stoma and has had to change the wafer daily. The end user uses antifungal powder, (B)(4) paste, ostomy adhesive remover wipes and protective wipes. The end user states that the leaking occurs at night. Skin care was reviewed with the end user and it was recommended that they try a convex appliance. The pts subsequent outcome was not reported.